Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer loaded a new cartridge to resolve all issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.